Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer changed the pump charging supplies multiple times but the issue persisted and the customer was unable to charge the pump battery. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.